Manufacturer narrative:
Evaluation summary was updated.

Manufacturer narrative:
The root cause could not be confirmed. A common reagent issue can be excluded as there have been no similar complaints. The customer stated that they have had no additional issues since exchanging the reagent pack.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of high vanc3 vancomycin results for 2 patient samples that were run on the cobas 8000 c 502 module (c502). Of the data provided only the data for 1 patient is a reportable malfunction. The patient¿s initial sample (sample a) had a vancomycin that generated no result with a sample clot error. Sample a automatically repeated diluted with a result of 111.3 ¿g/ml with a data flag. Sample a was retested with an initial result of 103.5 ¿g/ml with a data flag. Sample a automatically repeated diluted with a result of 126.6 ¿g/ml with a data flag. The sample a was then run on another analyzer with a result of 15.6 ¿g/ml. The repeat result of sample a from the other analyzer was deemed to be correct. The patient then had a new sample drawn (sample b). Sample b¿s initial vancomycin generated no result with a sample clot error. Sample b automatically repeated diluted with a result of 111.5 ¿g/ml with a data flag. Sample b was retested with an initial result of 119.7 ¿g/ml with a data flag. Sample b automatically repeated diluted with a result of 67.3 ¿g/ml. The result of 67.3 ¿g/ml was reported outside of the laboratory. There was no adverse event associated with this result being reported. The c502 serial number was (B)(4). The field engineering specialist stated the customer had resolved the issue before he arrived. The customer placed a new pack of reagent on and qc was in range. It was noted the old pack of reagent was down to only 5 tests remaining and that the customer was unsure if the reagent pack was mixed prior to loading. The customer also stated that since the patient is on heparin the samples would not clot well.